Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) triggered. The lead exhibited high impedance, an impedance spike, oversensing sensing integrity counter (sic) and non-sustained ventricular tachycardia with artifacts. The lead was suspected to have fractured. The lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.